Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported dyspnea appears to be related to pericardial effusion. However, a cause for the reported pericardial effusion cannot be determined. Pericardial effusion and dyspnea are listed in the instructions for use (IFU) as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a pericardial effusion. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was successfully implanted, reducing mr to a grade of 1. A few hours after the procedure, the patient experience shortness of breath due to a pericardial effusion. For treatment, pericardiocentesis was performed. No additional information was provided.